Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that deployment issue occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction (mi). Cardiac catheterization was recommended. On the same day, index procedure was performed. Target lesion # 1 was a de novo lesion located in the left posterior descending artery (l-pda) with 75% stenosis and was 5mm long with a reference vessel diameter of 2.5mm. Target lesion # 1 was treated with direct stent placement using a 2.50mmx8mm promus element plus drug eluting stent. However, there was difficulty in expanding the stent because of the severity of the lesion for which post dilatation was performed with a high pressure balloon before the stent was adequately expanded and excellent results were noted. The following day, the patient was discharged on prasugrel. In (B)(6) 2015, the patient presented due to angina. Non-target vessel revascularization (tvr) was performed. On the same day, the event was considered resolved.